Event description:
It was reported that there was potential undersensing of small p-waves during an atrial tachycardia/atrial fibrillation (af) in progress on the electrocardiogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.